Manufacturer narrative:
Model number/catalog number: 72404127, batch/lot number: 1100488695, model/catalog description: pump, unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024, batch/lot number: 1100511157, model/catalog description: balloon, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon inspection, a not fulling attached cuff was noticed. As a result, the cuff and pump were explanted and replaced. No further patient complications were reported.